Event description:
It was reported that during an in-office visit, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) system is not approved for magnetic resonance imaging (MRI). It was determined that the electrode was incorrectly positioned and the therapy of the device was already turned off. S-ICD system revision was recommended to improve the sensing. Currently, this s-ICD remains in service and no adverse patient effects have been reported.